Event description:
Stapler misfired during thoracotomy operation. No patient harm as a result. Replaced with different device and surgery continued without incident.======================manufacturer response for stapler, tlc 55 (per site reporter).======================investigating.what was the original intended procedure?thoracotomy.device #1is this a laboratory device or laboratory test?no.